Event description:
The reporter stated that the surgeon inserted a implantable collamer lens model icm125v4 in 2006 and explanted the lens two months later, due to an inadequate vaulting of the lens in the pt's eye. The lens was replaced with a longer icm130v4 lens. No pt injury or complications reported.